Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire could not be inserted into the right atrial (ra) lead. The ra lead was not used and replaced. The patient remained stable throughout the procedure.